Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow-up on (B)(6) 2022. Upon interrogation, the implantable cardioverter defibrillator was discovered to be in backup operation due to event queue overflow. The device was not reprogrammed. The patient's condition was in stable condition.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced for elective upgrade.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d9, h1, h2, h3, and h6 further information was requested but not received.

Manufacturer narrative:
The reported field event of backup operation was verified. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The backup operation was caused by an event queue overflow (eqo). The cause of the eqo was determined to be an anomalous integrated circuit on the radio frequency module.